Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4). Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units of OEM requirements reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material." Final conclusion: complaint is not justified. Note will be taken of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Ovariectomie: thread broke.